Manufacturer narrative:
D4: the sonicare for kids brush head model and catalog were provided and updated. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory brush head to the sonicare for kids power toothbrush system. No model, catalog, serial, or lot information was provided. The reporter (identified as (B)(6)) is reporting the product problem on behalf of her daughter, who was involved in the incident. No contact phone number or address were provided. Manufacture date not provided or identifiable.

Event description:
A consumer reported a portion of their daughter's sonicare for kids accessory brush head broke off during use. No injuries were reported. A potential choking hazard was identified.